Manufacturer narrative:
An evaluation performed, by gore engineering showed the following: the gore® dryseal flex introducer sheath was returned for analysis. And was confirmed, to be a dsf1633. The device was visually examined. And it was confirmed, that the leading end of the sheath was broken at ~ 1cm, with uncoiling of wire visible. This observation is consistent with the applicable portions of the description summary. The root cause of the broken sheath could not be determined with the available information. This type of occurrence will continue to be monitored by gore. A review of the manufacturing records for the device verified, the lot met all pre-release specifications.

Event description:
On (B)(6) 2023, during an endovascular procedure for treatment of zone 9 infrarenal abdominal aortic aneurysm a gore® excluder® conformable aaa endoprosthesis was successfully implanted. The physician reports there was some difficulty removing the device delivery catheter from gore® dryseal flex introducer sheath due to leading olive on the delivery system. The cause for this was unable to be determined. Additionally, it was reported that the black radiopaque tip of the gore® dryseal flex introducer sheath had become detached; and imaging located it within the right common femoral artery (rcfa). A rcfa endarterectomy was successfully performed to remove the radiopaque tip. The patient tolerated the procedure. Both devices were retained and will be returned to gore for analysis.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.